Event description:
It was reported that the patient had a number of episodes in the first five days post implant. The episodes appeared to be false asystole and the patient did not experience any symptoms with the episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Programmer s2d file (B)(4) show various undersensing within 30 - episodes for asystole of various duration from 3.1 seconds to 10 minutes and 55 seconds between (B)(4) 2012 19:44:32 and (B)(4) 2012 23:06:23.